Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Specificity calculations based on the data provided by the customer showed a slight decrease in 2024 (99.79%) compared to previous years (99.98% in 2021, 99.92% in 2022, and 99.91% in 2023). However, the specificity for 2024 remained within the expected confidence limits as defined in the assay's method sheet. The kit lot 740269, used by the customer, was confirmed to have been released within specifications, and no other complaints have been reported for this lot to date. A definitive root cause for the reported event could not be determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in low reactive results with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The customer provided historical data showing reactive patient sample results over several years, along with confirmatory testing that identified these as false reactive. Specificity calculations based on the provided data were as follows: 99.98% in 2021, 99.92% in 2022, 99.91% in 2023, and 99.79% in 2024 (up to (B)(6) 2024). The specificity for 2024 was noted to be lower compared to previous years but remained within the expected confidence limits as defined in the assay's method sheet.